Event description:
During procedure the datex screen went blank. A verbal report was received that this also happened the week before and was reported to the vendor who sent new cables which were exchanged on this machine. Follow-up reveals: manufacturer evaluated suggested possible re-inservice if neccessary and that unit should have own power supply. We will be following up on the documentation of training and we have added surge protector plugs to all machines.